Event description:
A report was received from health canada regarding an event that was submitted by the user facility to the canada vigilance program. There was no information on patient involvement. A report was received from health canada's canada vigilance program which states, "patient was unstable while transported to CT scanner. IV pumps were unplugged prior to transport. In the elevator, IV pump red alarmed and all channels hard-stopped, unable to restart pump without plugging in as pump stated battery discharged no low battery warning given prior to discharge. Pump plugged in for CT scan and read as 5hr battery when unplugged for transport back then 1min later read as 3hr battery remaining. No issues on transport back."

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.